Event description:
It was reported that the insulin gauge on the customer's pump displayed an amount different than expected earlier in the day. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by loading a new cartridge and was instructed by technical support to call back if the problem reoccurs with an active fill estimate issue.